Event description:
Pt was implanted with two 4.0mm cannulated screws on (B)(6) 2011 for a medial malleolus ankle fracture. Subsequent to the implantation the pt complained of pain. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Initially, the surgeon thought the pt had a non-union but discovered the pt's fracture had healed. Surgeon removed all hardware and implanted the pt with a syndesmotic screw at the ankle; not associated with the initial fracture. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.